Event description:
The contact stated the customer's contour meter was reading low. The customer's blood glucose readings were taken using a contour and an accucheck meter. The contour read 82 mg/dl, while the accucheck read 300 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for eval and replacement strips will be sent.